Event description:
Additional information received indicates that the patient had experienced redness, tenderness, and warmth over the infected area. The patient's infection was treated with antibiotics. The infection was later resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient's infection was treated with antibiotics. The infection was later resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was had an infection at the ipg site within a week after implant. The physician monitored the wound and infection, and everything was okay. The infection cleared up and the patient has no complications.